Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer clarifying that their second implant was implanted in 2007. The battery was supposed to last 9 years. They stated that it was replaced in 2013 due to it being "burned up", clarified that they meant depleted. This was due to having to go through an airport. The patient was asked to clarify the timeline when this occurred as it had been previously reported to have been 10-14 years ago, but stated that they were not actually sure on the timeline but that it did happen before it had to be replaced. Other than the battery depleting they mentioned that everything else was working fine and had no other issues.

Event description:
Information was received from a family member/friend of a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the second implant got burned up when it went through the screening thing at the airport and had to be replaced about 10-12 years ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.